Event description:
It was reported that the pump displayed a cartridge change error multiple times over the past month, resulting in the customer's blood glucose level displaying as "high," although the specific value was unknown. There was an adverse impact on the customer's blood glucose level. To address the issue, the customer administered a correction bolus via the pump and sought guidance from technical support, who provided instructions to inspect and clean the pump's components. Initially, the customer was unable to successfully load the cartridge; however, after a follow-up, the customer was able to complete the loading process and resume insulin administration.